Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer experienced low blood glucose. Customer's blood glucose declined to 24 mg/dl. Customer treated their blood glucose with juice. The customer also reported they were unable to feel their arms or legs from their blood glucose event. Customer also reported a backlight anomaly. The customer stated their backlight was not working. The customer was advised their insulin pump needed to be replaced. No additional information provided.